Event description:
It was reported the pt was nauseated at the programming appointment after the implant of the system, but received effective stimulation. After the appointment the pt complained of a headache, nausea, and repeated vomiting. It was suspected the pt had a csf lead during the implant. It was determined the lead had migrated due to the vomiting. The physician undertook surgical intervention to replace the lead. It was reported the symptoms resolved, and postoperative programming provided effective preliminary stimulation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.